Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing planned, non-emergency treatment, which was delayed but completed by replacing the table-side control module. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was unable to move. Upon troubleshooting, the fse found that the angulation and rotation control on the table-side control module was non-responsive. To resolve the issue, the fse replaced the table-side control module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.